Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 15mg/ml at 6.7mg/day and bupivacaine 5mg/ml at 2.4mg/day via an implantable pump. The indications for use were spinal tumors and malignant pain. It was reported that the patient heard the critical alarm and reported to the managing physician¿s office. The company representative interrogated the pump and confirmed the motor stall. The reporter was unaware of any environmental, external or patient factors that may have led or contributed to the issue. The patient was admitted to the hospital and scheduled for a pump replacement on (B)(6) 2017. The pump was replaced with a new 20ml pump. The issue was resolved at the time of the report. The patient¿s status was noted to be alive, no injury and no further patient complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was reported the pump was replaced due to a motor stall. The hcp was only able to aspirate a few drops from the catheter. The hcp wanted to do a priming bolus and the catheter was connected to the new pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of only being able to aspirate a few drops from the catheter was unknown and there were no actions or interventions taken to resolve only being able to aspirate a few drops from the catheter. The issue has been resolved. No further patient complications were reported.